Event description:
It was reported that there was a kink or obstruction in the pt's catheter. An x-ray was done which revealed a granuloma. The pt underwent a surgical revision of the catheter. No specific pt symptoms were reported. The pt recovered without sequela. The pt's pump contained hydromorphon 30 mg/ml, baclofen 450 mcg/ml, clonidine 400 mcg/ml, and bupivacaine 40 mg/ml delivering at 0.2933 ml/day.